Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant date is unknown. It occurred 2 years ago at another facility. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review: part number: 04.038.090s lot number: 9837605 date of manufacture: 22 july 2015 place of manufacture: elmira part expiration date: 30 june 2025 nonconformance noted: n/a description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of one trochanteric fixation nail - advanced (tfna) nail, one (1) tfna lag screw and one (1) tfna distal locking screw on (B)(6) 2018 due to an infection. The tfna construct was initially implanted about two (2) years back to treat an unknown trochanteric fracture. The fracture was reported to have healed since; however, the patient developed an infection at an unknown time. Thus, the surgeon decided to remove the tfna construct and treat the infection using an unknown antibiotic cement. The removal of the tfna construct was conducted successfully, with no complications to the patient, except however, the packaging on the sterile reaming rods shearing off on one side while opening two (2) of these reaming rods during the removal surgery. This did not delay the surgery since other sets were available at the time for use. Multiple x-rays were taken during the surgery, however, not due to the reaming rods' packaging shearing off. The patient was reported to be stable. This is report 1 of 3 for (B)(4).